Event description:
It was reported that during a daily check, the cs100 intra-aortic balloon pump (iabp) led indicator for the augmentation alarm key did not illuminate when used. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) led indicator for the augmentation alarm key does not illuminate when used. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a daily check, the cs300 intra-aortic balloon pump (iabp) led indicator for the augmentation alarm key did not illuminate when used. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm confirmed the issue. The keypad and overlay were replaced. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) led indicator for the augmentation alarm key does not illuminate when used. There was no patient involvement, and no adverse event reported.